Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 420 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Blood glucose level was 260 mg/dl.